Event description:
It was reported that during a procedure of the tibia, the armada 14 dilatation catheter was positioned across the lesion but when attempting to inject the contrast it exited the inflation port at the hub area. The device was prepared for use without incident. A different device was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device usage. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned armada catheter noted blood in the guide wire lumen and contrast in the inflation lumen, consistent with being prepared for use and advanced over a guide wire. There was no damage noted to the balloon catheter. During functional testing, the reported complaint was confirmed. A new indeflator filled with water was used in an attempt to inflate the balloon to rated burst pressure (rbp), when fluid was observed coming out from the top portion of the hub. Potential factors that could cause this type of leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. In this case, based on the reported information and analysis of the returned product, it may be possible that an insufficient adhesive bond between the inflation lumen and the sidearm contributed to the leak. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents. All dilatation catheters are visually inspected and leak tested during manufacture. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.